Event description:
The dr reported that the pt developed meningitis after a frontal sinus trephination and irrigation procedure. Irrigation was applied to the frontal sinus but was discontinued when no irrigation fluid drained through the frontal recess. The dr reported that the place chosen for the frontal sinus trephination was too thin, that there was nothing mechanically wrong with the product and that the product did not malfunction.